Event description:
Customer reported receiving imprecise meter readings on his freestyle flash blood glucose meter. Customer reported receiving readings on 139mg/dl and 401mg/dl 80mg/dl, and 180mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's meter ((B)(4)) and strips (072225) were returned and product testing did not confirm the customer's complaint. All results were within range specifications and no errors were noted during control solution testing. Only three of the readings reported by the customer were present in the meter's memory log, of which only two 80 mg/dl and 180 mg/dl were taken within ten minutes. The customer also reports an incident which occurred on (B)(6) 2007 in the morning where they administered insulin (the customer reports being on an insulin pump) and then fell out of bed and lost consciousness. The customer reports calling the paramedics and administering orange juice to counteract the medical event. Based on the readings in the meter's memory log for the (B)(6), the symptoms reported are consistent with the adc meter's reading of 33 mg/dl.